Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after experiencing a seizure while at home. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed intermittent undersensing on the rv lead during a successfully treated ventricular fibrillation (vf) arrhythmia event. The lead remains in use. No patient complications have been reported as a result of this event.